Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed the right atrial lead exhibited failure to capture at high output. The lead was explanted and replaced. The patient was in stable condition throughout.